Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system shut down during a procedure. There was no patient injury or death reported.